Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the infusion set cannula was bent two months ago. She was in a diabetic ketoacidosis, hospitalized, and in ICU on (B)(6) 2018. The insulin pump did not give them any alert or alarm that she was not getting enough insulin. The device was not returned.